Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 54 mg/dl to 65 mg/dl and was treated with the carbohydrate intake and declined troubleshooting for it. The customer also reported the sensor updating alert and change sensor. The blood glucose was 170 mg/dl. Customer did not receive a change sensor alert after a calibration not accepted. Customer reports they have not tried multiple sensors. The customer advised to replace the sensor. The device is not expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.